Manufacturer narrative:
(B)(6). PMA/510k #: exempt. Investigation: evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted the device was returned with the handle in the open position and basket formation was open. The basket sheath was scraped and peeling on the distal end of the basket sheath. A portion of the basket braiding was protruding where the basket sheath was scraped. Functional testing determined the handle actuates the basket formation to the open and closed positions. A review of the device history record found no non-conformance's related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have the distal end of the sheath peeling, as if it had been scraped against something. No other issues were found, and the device functioned normally. The provided information states the issue occurred during use. It is most likely the distal end of the sheath was inadvertently damaged due to contact with another device being used during the procedure. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
It was reported during transurethral ureterolithotripsy (tul) using a ncircle tipless stone extractor, the user tested the basket function during preparation and it had no problems. Next, the device was inserted into the endoscope channel and the user checked the tip of the basket under endoscopic view and he found the basket surface was "fuzzy". Another device was used instead and the procedure was completed. The patient did not experience any adverse effects as a result of this alleged product malfunction.